Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink secondary sets were not infusing. These events occurred in the emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The two actual units were not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The three secondary sets and a non-baxter primary set were primed. All three sets were tested by attaching the male luer of each secondary set to the top y-site luer activated device of the primary set. The sets were found to prime and flow normally with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.